Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the capture threshold of the right ventricular lead had been progressively increasing over the years. The rv lead was capped and successfully replaced on (B)(6) 2020. There were no complications, the patient was stable.